Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy due to pelvic relaxation, uterine prolapse and stress urinary incontinence. The patient experienced pain, erosion, infection, bleeding and dyspareunia. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent mesh removal on (B)(6) 2012.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that patient concurrently underwent anterior colporrhaphy, paravaginal suspension, sacrospinous ligament fixation bilaterally, posterior colporrhaphy, perineorrhaphy, cystoscopy, and suprapubic catheter placement.

Event description:
It was reported that patient concurrently underwent anterior colporrhaphy, paravaginal suspension, sacrospinous ligament fixation bilaterally, posterior colporrhaphy, perineorrhaphy, cystoscopy, and suprapubic catheter placement.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06618. The same patient is represented in each medwatch.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.